Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The device was returned and analyzed but no issue identified that required full analysis.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented with fever, rigors, chills, diaphoresis, confusion and weakness. Blood cultures were positive for strep b and vegetations were noted on his implantable cardioverter defibrillator (ICD) leads. The patient's implantable cardioverter defibrillator (ICD) system was extracted due to infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: date of event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.